Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no frozen screen noted. The time advanced properly. The insulin pump was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump became unresponsive and that the display became frozen. Customer stated that no alarms had occurred. Customer was advised to remove the battery for five minutes and then reinsert with a new battery, and she stated that the screen was still frozen with no advancement of time. A battery alert appeared and customer stated that she could not clear it. The blood glucose reading was 121 mg/dl. Nothing further was reported.